Event description:
It was reported that bd vacutainer® edta 2k was underfilling. The following information was provided by the initial reporter: according to the customer's report, some tubes draw only 1ml which is half of the appropriate amount.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, eighty-five (85) retention samples from bd inventory were visually inspected and ten (10) retains were evaluated by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k was underfilling. The following information was provided by the initial reporter: according to the customer's report, some tubes draw only 1ml which is half of the appropriate amount.